Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.   Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was the system began the user requested motion after the hand controller command was discontinued. This event is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event .

Manufacturer narrative:
The issue reported was that the system was unresponsive to the user when rotating the gantry roll motion using the wireless hand controller (hc). After release of hc buttons, the system began rotation motion. The user initiated an emergency stop (e-stop) to halt system motion. The system was in clinical use when this occurred; the user continued use of the system after the e-stop cleared. There was no report of patient harm. A philips field service engineer (fse) went on site to evaluate and confirm the reported issue. The fse reported the system had a delayed response to the user command. The fse was unable to reproduce the issue and there was no report of recurrence. The fse determined the possible cause was stuck buttons on the hand controller. The fse ordered, replaced, and programmed the hand controller to resolve the issue. Philips engineering reviewed log file information which confirmed there was no uncommanded motion observed for the said period. The motions were initiated using the wireless hc as commanded. Gantry rotate motion and e-stop events were not observed as reported for the said period. The system is equipped with emergency stop buttons and collision sensors to halt motion. Users should be vigilant while watching the patient and controlling the machine simultaneously and can activate the e-stop in case of any unexpected motion. The probable case was stuck buttons on the wireless hand controller. Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The issue reported was that the system began the user requested motion after the hand controller command was discontinued. Information provided has determined that this issue is a reportable event .